Manufacturer narrative:
Other text: h6) additional information was received indicating that there was no patient injury.

Event description:
It was reported that the customer needs the clutch on the pump inspected.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed cracking on the right plunger case. Review of the event history log showed an occurrences of "check clutch plunger lever" errors. Functional testing involved occlusion testing and the reported issue could not be duplicated. No wear and tear was found on the clutch halves. The investigation determined that the errors found in the event history log were due to the customer manipulating the plunger assembly during infusion. Plastic parts of plunger assembly were replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.